Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported separation appears to be related to user error/operational context and the reported unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU), states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, a conclusive cause for the reported difficulties could not be determined. As difficulty was reported during the attempts to remove the device, it is likely that since the account reported using force, the shaft ultimately separated. It was reported that force was applied against the reported resistance during removal and the shaft separated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU, states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the combination of the reported difficulty removing the device and the violation of the IFU contributed to the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat the left main coronary artery with mild tortuosity and 60-80% stenosis. The 5.0x15 mm trek balloon dilatation catheter (bdc) was used in the procedure. There was resistance during removal with the guiding catheter and force was applied. The balloon detached and was retrieved with a snare. Another trek bdc was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.